Event description:
Information received indicates report of double valve replacement due to regurgitation and structural dysfunction. The patient status indicated acute kidney failure. Intra-operative product inspection noted mitral valve tear and calcification of leaflets for this report. Both the mitral and tricuspid valves explanted and replaced with no additional patient complication reported.